Event description:
It was reported that placement of catheter of picco monitoring kit failed. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
After insertion of catheter and upon withdrawing the guidewire, it was found that the guidewire was uncoiled in the middle. The guidewire has been completely removed, no part was left behind. No surgical intervention was needed to take out it. There was no patient harm. The guidewire is an accessory and supplied with the product picco monitoring kit. The use of any tools or excessive force may damage the connection component and lead to leakiness. If resistance is encountered when removing the guidewire, the guidewire could be kinked about tip of catheter within vessel. In this case withdraw the catheter by 2 to 3 cm and try again to remove the guidewire. Use of excessive force may tear off the guidewire. Therefore, guidewire and catheter are to be removed simultaneously. Device was not returned for in-house investigation, however pictures were provided. The cause of the reported issue has been determined as related to uncoiled guidewire. Overall, it is not possible to define if the device failed to meet its specification when the problem occurred. A relationship between the device and the complaint is therefore considered, in worst case scenario, as likely. Information indicates that upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. This event occurred on the chinese market on a device that is distributed exclusively outside of the USA. Therefore, no gudid information exists. UDI information provided in d4 is for the ous device. It is a significantly similar device to ¿picco monitoring kit¿ which is sold in the USA under primary di number (B)(4), premarket submission number k991886.